Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed 1 additional thrombosis complaint was associated with the same patient for this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed that the event was not related to the study device or procedure, but definitely related to the av access circuit. Based on the instructions for use (IFU), the occurrence of thrombosis is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the left cephalic vein. Approximately 6 months after the index procedure, the patient¿s vessel containing the target lesion was reportedly thrombosed. A thrombectomy and percutaneous angioplasty (pta) was attempted, but failed. A temporary hemodialysis catheter was inserted by the hcp. The investigator assessed that the event was not related to the study device or procedure, but definitely related to the av access circuit. The sample was discarded by the user facility and is not available for evaluation. The event is deemed to be ongoing. This is one of three products involved with the reported event and the associated manufacturer¿s report numbers are 3006513822-2018-00113 and 3006513822-2018-00115.